Manufacturer narrative:
The complaint device was not returned for investigation. No device malfunction was reported. Based on the review of the complaint and lot history records, no device non-conformance was observed. The procedure was completed and patient was discharged.

Event description:
Approximately 30 seconds into a hysteroscopic myomectomy the uterine cavity became cloudy, resulting in loss of visualization that required the physician to abort the procedure and transfer the patient to the post-operative recovery unit. Following the procedure, the patient experienced post-operative uterine hemorrhage, and a subsequent ultrasound confirmed the presence of a blood clot within the uterine cavity. To manage the bleeding a foley catheter was used. However, conservative hemostatic interventions failed to establish adequate hemostasis, and uterine artery embolization (uae) was performed. The procedure was successful and the patient was discharged.